Event description:
Type of procedure: laparoscopic cholecystectomy. Description of event: rep was not present for the case. During the procedure the bag fell off the prongs inside the patient's body prior to retracting the actuator. Nothing was in the bag at the time however the prongs were exposed inside the patient. The bag was removed from the body successfully and a new cd001 was used to complete the procedure without issue. It is unknown if there were multiple attempts to advance the actuator. There was no patient injury. Product is available for return. Patient status: no patient injury. Type of intervention: the case was completed with a new cd001.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Type of procedure: laparoscopic cholecystectomy description of event: rep was not present for the case. During the procedure the bag fell off the prongs inside the patient's body prior to retracting the actuator. Nothing was in the bag at the time however the prongs were exposed inside the patient. The bag was removed from the body successfully and a new cd001 was used to complete the procedure without issue. It is unknown if there were multiple attempts to advance the actuator. There was no patient injury. Product is available for return. Additional information was received via email on 04apr2022 from [name], applied medical account manager I there is no other information available. Additional information was received via email on 22mar2022 from [name], applied medical account manager I: I went to the customer today to help with sending back the product below and the accidentally had thrown it away. Patient status: no patient injury. Type of intervention: the case was completed with a new cd001.